Event description:
It was reported that on (B)(6) 2024, the patient underwent an osteosynthesis with a mhn long nail for a humeral shaft fracture. The surgeon proceeded with the normal procedure. Proximal fixation was achieved with 3 multiloc screws using the usual technique. The surgeon drilled for distal locking screws manually, not with a radiolucent device. When the surgeon inserted the first distal locking screw, a fracture was confirmed. Because of concerns about the fixation of the distal bone fragment, the nail in question was replaced with a different size nail and the fixation was done. The fracture, occurred/confirmed during the surgery, happened due to hammering of the tip of the drill bit to insert the distal locking screw. The surgery was completed successfully with 45 minutes delay. No further information is available at this time. This report is for one (1) 8.5mm ti multiloc humeral nail left/cann/240mm-sterile this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. H4, h6: device history lot part number: 04.019.240s lot number: 7297p72 manufacturing site: mezzovico release to warehouse date: 27 oct 2023 expiration date: 01 oct 2028 a manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.